Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This complaint for a connection issue with a titanium adaptor was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a titanium adaptor. The nurse stated that the patient connector was not connected with the titanium adaptor when the customer changed the transfer set. There was no patient involvement.